Event description:
According to the initial information received, a 14mm amplatzer septal occluder (aso) was being implanted using an 8f amplatzer torqvue 45 delivery system (dtv45) sheath. An attempt was made to recapture and reposition the aso, however, the sheath tip inverted so the aso could not be recaptured. With the aso still attached to the delivery cable and in spite of the fact that it was reported that an exchange system was not used, the 8f dtv45 sheath was somehow removed and replaced with a 7f dtv45. The aso was successfully retracted into the replacement dtv45, repositioned and implanted.

Manufacturer narrative:
The 8f dtv45 sheath was returned to aga medical, decontaminated and examined; the sheath tip was found inverted. A test, 14mm aso was loaded into a test, 8f loader which was attached to the returned sheath and handed-off, advanced and deployed without issue. The device was recaptured, although additional force was required, and the sheath tip inverted again during recapture. The device used in the procedure remains implanted and could not be analyzed. During manufacturing, this delivery system lot underwent a series of inspections and tests to confirm proper function. A review of manufacturing documentation confirmed this delivery system lot successfully completed these tests. Our investigation confirmed the appearance described in the field. We have forwarded this information onto our manufacturing engineering and process development teams for additional review. Aga has also recently reviewed the sheath tip manufacturing process and implemented additional inspections and automated procedures to ensure higher quality sheath tips. Additionally, aga medical recommends using the amplatzer® exchange systems to exchange defective delivery system as in this case.